Event description:
A user facility reported leaks that occurred during the priming of two different xlung kits. Videos were provided which showed leaking at the connection between the venous vent port and the venting line on top of the oxygenator. It was reported that the hospital only stored two xlung kits, both of which leaked. As a result, there was a delay in treatment. A new kit arrived later that evening and the patient started extracorporeal membrane oxygenation (ECMO) therapy the following morning. There were no reported adverse events due to the delay in treatment. Thus far, no additional information has been obtained.

Manufacturer narrative:
A supplemental MDR will be submitted upon completion of the plant investigation.

Manufacturer narrative:
Additional information: b5 for the other leak that occurred please see associated MDR (MFR report #: 3012172416-2022-00008). Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. The manufacturer confirms they have received similar error messages about leaks at the affected connection. Video footage was provided showing leakage at the connection between the venous vent port and the venting line. The reported error pattern is known, and a defect in the luer lock-positive adapter was identified as the cause. As the damaged component is a purchased part, the supplier has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
A user facility reported leaks that occurred during the priming of two different xlung kits. Videos were provided which showed leaking at the connection between the venous vent port and the venting line on top of the oxygenator. It was reported that the hospital only stored two xlung kits, both of which leaked. As a result, there was a delay in treatment. A new kit arrived later that evening and the patient started extracorporeal membrane oxygenation (ECMO) therapy the following morning. There were no reported adverse events due to the delay in treatment. Following the events, the hospital performed an "experiment" [sic] and found that the luer lock connection of the venous vent port was not tight. No additional information has been provided.